Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a partial gastrectomy procedure, the doctor was stapling across the duodenum with the device. After firing the device, he noticed that one row of staples had formed and the other had not. This applied to both sides of the transection. The doctor ended up over sewing both limbs. There were no adverse consequences for the patient.